Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The oil seal was out of place and needed adjusting to resolve the haze/mist issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from february 2018 to august 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/mist issue. The assignable cause of the haze/mist issue is likely due to the oil seal out of alignment. The field service engineer tightened/adjusted the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An asp field service engineer reported an event of an "oil mist" and oil leak emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.